Event description:
It was reported there was a coupling problem and the implantable neurostimulator (ins) may be flipped. The flip was unconfirmed at the time of current report. It was reported stimulation was unable to be adjusted and may have been due to pocket depth. It was noted the patient had gained 25 pounds since implant. It was reported the patient was only able to get 2 coupling bars at most since implant. The last time the patient used stimulation or was able to connect with the ins was reportedly in september. It was reported the ins was ¾ full per the recharger (insr). The ins was reportedly difficult to palpate. The clinician programmer (8840) was unable to connect with the ins. It was noted the device was in the patient¿s abdomen. Additional information received reported there were no diagnostics performed. The patient was reportedly considering a battery site revision. Additional information received reported the patient¿s ins had communication problems with the patient programmer (pp), 8840, and insr. It was reported the patient had never had more than 2 coupling bars. Upon palpation, the manufacturer representative believed the ins was about 1 cm deep. Additional information received reported the ins had telemetry issues and an overdischarge was suspected. A power on reset (por) condition was reported. The patient reportedly had not charged since (B)(6). A physician mode recharge (pmr) was initiated. It was confirmed via x-ray that the ins was not flipped. Additional information received reported the patient was scheduled for a revision. Additional information received reported the por was not resolved and the patient was not receiving effective therapy. The reason for the revision was that the ins was too deep. It was reported the date of the scheduled revision was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).